Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead exhibited placement difficulty. It was further reported that during rotation and fixation of the lead, the helix of the lead was observed to have straightened via fluoroscopy. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.